Event description:
The customer reported the ventilator went vent inop and alarmed. The customer did not know if the ventilator was in use, but there was no pt harm reported. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service technician was unable to duplicate the reported problem. However, the service technician confirmed a diagnostic code in log history indicating a vent inop occurred due to a flow sensor failure. The service technician replaced the exhalation flow sensor. Performance verification testing was performed on the ventilator, and all test passed per operating specifications.